Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as air in line alarms) but did not reproduce the "air detector malfunction". The evaluation found the upstream sensor fluid readings to be out of specification (low) which likely caused the reported symptom. The upstream sensor was calibrated to correct this condition.

Event description:
It was reported that a spectrum infusion pump had an "air detector malfunction" in the pcicu. It was also reported that there was no patient injury.